Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model#: sc-4316 lot #: 16972915 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was not working properly. It was noted that the patient was having full body shocks when charging the ipg. Database analysis (db) revealed no anomalies. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient¿s ipg was not working properly. It was noted that the patient was having full body shocks when charging the ipg. Database analysis (db) revealed no anomalies. The patient underwent an explant procedure.